Event description:
It was reported that approximately five years and eight months following the implantation of the transcatheter heart valve, a severe gradient increase to 60 mmhg was observed, although the patient remained asymptomatic. Repeating echocardiograms were conducted to monitor the condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five years and eight months following the implantation of the transcatheter heart valve, a severe gradient increase to 60 mmhg was observed, although the patient remained asymptomatic. Repeating echocardiograms were conducted to monitor the condition. Additional information was received that the mean gradient before the valve was implanted was 65 mmhg. The valve was implanted into the native annulus at an implant depth of 3 mm at the non-coronary cusp (ncc) and left coronary cusp (lcc). The patient's calcified annulus may have contributed to the elevated gradient.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.